Manufacturer narrative:
The impella pump was not returned for evaluation and analysis. However, event logs were received and analyzed. Device history record review was completed, and the pump passed all sterile inspection checks. Pump suction: event logs show suction alarms whenever pump was above p-4 aligning with clinical details. There were no motor current spikes outside performance level changes and no abnormalities related to pump positioning. No patient anatomy or volume issues were noted. The cause of the pump suction was not determined as no product was returned for analysis, no log abnormalities were observed and limited clinical information was provided. Bacterial infection/sepsis and retroperitoneal hemorrhage: in order to make a root cause determination, all of the respective clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details and/or return of the actual device used.

Manufacturer narrative:
Medical safety reviewed the event and determined that there is not enough evidence to exclude the impella 5.5 device as an associated factor in the patient¿s demise outcome. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs). The patient was escalated to an impella 5.5 while awaiting orthotopic heart transplant which was successfully completed. The patient was sent the unit, rest and recover, on impella mcs. However, later that evening intermittent suction at performance level p-6 was encountered. Bedside echo to be completed. Intermittent suction continued overnight, resolved at p-4. Remains intubated and continued impella mcs. Five units of blood were given overnight. The following morning the patient planned for colonic embolization in interventional radiology for gastrointestinal bleed. At this time patient was status 7 for transplant. Two days later, the patient remained sedated and intubated with inhaled veletri and open abdomen with plans for potential abdominal closure the following day. Impella 5.5 device at p-4 with unsuccessful attempts to increase the performance level due to suction each time. There were no plans to change the support until after abdominal closure. The next afternoon the abdominal closure was completed and an attempt to increase performance level to p-5 was unsuccessful as there was, again, immediate suction events. Point of care ultrasound/formal echocardiogram was ordered. Overnight oxygenation issues were encountered and improved with diuresis and vent management. The patient was still status 7 for transplant. However, there were now noted concerns for bacteremia. The patient was placed on antibiotics. The current plan changed to potentially wean pressors as tolerated and potentially start weaning support of impella as patient is potentially changing to bridge to recovery as opposed to heart transplant with poor prognosis. An emergent chole at bedside the next morning due to sludge noted on CT scan. Treatment for possible sepsis related to gastrointestinal bleed was noted. The patient was delisted from heart transplant list and noted to be critically ill with a recent episode of profound hypotension requiring cardiopulmonary resuscitation. Care goals were discussed with the family, the next day care was withdrawn, and the patient expired.